Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code and the PMA# are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal left anterior descending artery. The 3.0 x 12 mm xience pro stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. Slight force was applied, and the proximal shaft separated inside the anatomy. The physician was able to retract the proximal portion of the shaft. The distal portion was removed with a snare device. The stent was still on the sds balloon, and nothing remained in the patient. A new xience pro sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.